Manufacturer narrative:
The insulin pump was received with cracked battery tube thread and broken reservoir tubelip noted during testing.

Event description:
The customer reported via phone call that the top of the reservoir chamber broke off. The customer's blood glucose was unknown at the time of incident. The customer stated that they needed to tape the reservoir to keep it in. The customer stated that there was a piece missing. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.